Event description:
The rptr stated the surgeon inserted and removed an aq2010v silicone three piece lens due to the back haptic tearing. The lens was removed with no pt injury, no enlarged incision or sutures. The cartridge used has not been approved by the MFR for use with this model lens.